Manufacturer narrative:
Evaluation summary: the investigation of the returned device yielded a partially deployed device that presented carving of its shaft nylon. The location of the carving coincides with the position of the termination point of the slit in the exchange tube. All other observations of the device were normal for a partially deployed unit. There was no malfunction detected that may have contributed to the complaint or the investigation's findings and the review of the DHR for the lot build did not produce any information deemed relevant to this investigation and its report. Combined, all information yielded a root cause for the complaint and the observed carving of undetermined origin.

Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after a diagnostic procedure. Resistance was felt when advancing the thumb advancer and the sheath was difficult to split. The safety release button was activated and the device was removed. Hemostasis was achieved by manual compression. There was no patient consequence. No additional information is available.